Event description:
The customer stated that he tested his blood glucose using his dex meter and his breeze2 meter. The dex meter read 91 mg/dl, while the breeze2 meter read 187 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer also alleged that he received a normal control test result of 164 mg/dl using the breeze2 meter. The normal control range was 90-124 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.